Event description:
It was reported that the customer was admitted in the intensive care unit due to high blood glucose of 551 mg/dl, and her blood glucose was treated with an insulin drip. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the husband that the insulin pump would be replaced and revert to back up plan. The caller mentioned that the customer is not standing during insertion. Instructed the husband to remove the cannula and it was not bent. Recommended the caller to change the entire infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.